Manufacturer narrative:
Service was dispatched to the site for the event. The field service engineer replaced the cc reagent syringe and t-valve, and the cc sample syringe and t-valve. The fse performed necessary alignments. The fse calibrated the cc sample and reagent mixer motor speed, rotary and height. Although the instrument was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2050012-2011-04249, 2050012-2011-04250.

Event description:
The customer reported that erroneously low creatine kinase (ck) results were generated from a unicel dxc 600i synchron access clinical system over two days. This report is two of two and represents the initial erroneously low ck result generated from the unicel dxc 600i synchron access clinical system on (B)(4) 2011. Upon repeat on another instrument the ck result was higher. A subsequent repeat on the original instrument generated a result that was consistent with the repeat result. The initial erroneously low ck result was reported out of the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information and sample collection/handling information was not supplied by the customer. Instrument ck quality controls results during the timeframe of the event recovered within customer established specifications.